Manufacturer narrative:
Evaluation summary: the fractured device was returned for evaluation. No delay of surgery or harm to patient was recorded for this incident. The device had a potential field age of approximately 8 years and has significant evidence of use over its life, although the total number of uses of the device is unknown. The fracture of the device is most likely related to the repeated cleaning and sterilization methods used. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
Tibial provisional broke upon trial impaction.